Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure to remove a fragmented portion of a lead extension that was connected to the implantable pulse generator (ipg). The lead extension had snapped and fractured while attempting to remove it due to high impedances during a previously reported revision (see MFR report tw (B)(4) ) and remained implanted in the patient. The lead extension was successfully explanted. The patient was doing well postoperatively. The fragmented lead extension was disposed by the hospital and was not returned.